Event description:
(B)(6) study. It was reported that post a percutaneous transluminal coronary angioplasty, the patient experienced coronary artery disease and in-stent restenosis. The patient was presented with complaints of progressively more severe and frequent episodes of anterior chest discomfort radiating to the left upper extremity with minimal exertion and unstable angina. The ostial 95% stenosed and 2.2mm long target lesion was located in the right posterior descending artery with a reference vessel diameter of 3.9mm. The target lesion was pre-dilated and a 3.50 x 28mm taxus liberte stent was placed. Post dilation was performed with 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. (B)(4) 2012 the physician noted 95% in-stent restenosis of the previously placed 3.50 x 28mm taxus liberte stent in the proximal right coronary artery. In-stent restenosis was treated with coronary artery bypass graft surgery from saphenous vein graft to the right posterior descending artery. No further patient complications were reported and the patient's status is recovering.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).